Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power failure alarm. Blood glucose level at the time of the incident was 111 mg/dl. Customer stated that she inserted multiple new batteries, and the issue persisted. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery alarm, replace battery now alarm and power system error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and then alarmed power system error was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance at the j6 printed circuit board assembly. However, after disconnecting and reconnecting the internal battery connector at the j6 printed circuit board assembly the insulin pump was monitored and functioned properly. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.